Event description:
Customer reported via phone, the insulin pump had a blank display after she change the battery out. Customer's blood glucose was unknown. Troubleshooting was performed. The device had no signs of physical damage and it wasn't dropped, bumped, nor exposed to moisture. The battery compartment and its components were neither damaged nor corroded. Customer was also advised to clean the battery compartment and its components. After waiting for few minutes the customer inserted a new battery and the display didn't return. Customer was advised to discontinue use of the device, revert to back u plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not fully connected into the interface board. The insulin pump has minor scratched lcd window.